Event description:
New IV set placed in pump, pump read "set out" and "air in line" even though the set was in the pump. Nurse tried to remove set from pump but set would not come out since the lever would not move. Pt's blood pressure dropped since pump was not infusing. Epinephrine drip increased to offset the effects until another pump and IV set could be obtained. Pump sent to clinicial engineering to be checked out. Cassette had to be forced out of pump using a screwdriver.